Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g4, g7, h10 event summary: it was reported that the patient was implanted with a total hip prosthesis on (B)(6), 2015. Patient had 30-40 dislocations. Due to increase in pain and recurrent dislocation patient was revised on (B)(6), 2019. Review of received data initial op notes dated (B)(6), 2015 demonstrated the patient had right tha due to osteoarthritis. Cup was implanted with approximately 45 degrees of abduction, 20 degrees of forward flexion. Hip was reduced and found stable. Visit note dated (B)(6),2019 states that the patient has had 29 dislocations on the right thr. Instability. Patient reported standing up from a seated position when the hip popped out, had a closed reduction. Hip abduction brace utilized. Revision op notes dated (B)(6) 2019 demonstrated the patient was revised due to multiple dislocations. Abundant scar tissue with thick capsule noted. There was some burnishing of the metal of the external surface of the acetabular component superiorly from the chronic dislocations, but the locking mechanism and lock ring were intact and the cup was well fixed. Alignment was adequate. The femoral component appeared to be well fixed as well and alignment was good. New constrained liner, head and anteverted neck were implanted. X-rays have been received but not reviewed as complications were clearly identified in the surgeon's dictations. Assessing the images would not seem to enhance the investigation. Devices analysis - no product was returned to zimmer biomet for in-depth analysis. Conclusion summary initial right total hip arthroplasty performed (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2019 due to pain and recurrent dislocations. During the revision, thick scar tissue, pseudocapsule, and implant wear was noted within the joint. The head, neck, and liner were exchanged without complication. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Moreover, possible root causes for a dislocation include wrong head offset choice, inadequate assembling procedure, high patient acitivity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device or joint laxity. Based on the available information, an exact root cause for the dislocations could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number: 00630505836, item name liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, lot #: 63078372. Item number: 00784802300, item name modular neck g 12/14 neck taper use with +0 heads only, lot #: 63121616. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that due to increase in pain and recurrent dislocation (30-40 since implantation in (B)(6) 2015), patient underwent revision surgery.